Event description:
A report was received of a precision system explant. The system was explanted, due to skin erosion.

Manufacturer narrative:
The explanted devices will not be evaluated as they were discarded by the medical facility.